Event description:
A caller reported experiencing multiple tandem mobi cartridge alarms on their insulin pump on december 22 and december 24, which was confirmed by technical support. There was no adverse impact on the customer's blood glucose levels. Despite various troubleshooting efforts, the issue persisted, leading to a recommendation for pump replacement. The customer was using the current pump until the replacement arrived and was instructed on how to properly return the problematic pump. The replacement pump was sent by technical support, and the caller was informed about the procedure to set up and connect their new pump.